Manufacturer narrative:
A visual inspection was performed, and the reported break was confirmed. A review of the electronic lot history record (elhr) and similar incident query for this product were not performed since the lot number was not reported and the product packaging was not returned. There was no damage noted to the guide wire during the inspection prior to use which suggests a product quality issue with respect to manufacture, design or labeling did not contribute to the reported difficulties. The investigation determined the reported break and noted guide wire damages appear to be related to operational circumstances of the procedure. The returned analysis noted twisting at the shaping ribbon break which is consistent with torquing of the wire. There is no indication of a product quality issue with regards to manufacture, design or labeling. Exemption number e2019001.

Event description:
It was reported that the procedure was to treat a non-calcified circumflex lesion. The unspecified balance middleweight guide wire was inserted through a guiding catheter. No force was applied. During fluoroscopy, the tip looked strange to the physician as the wire was attempted to be repositioned, the shaft moved [but the tip stayed stationary and got less and less visible (thinner and thinner)], so it was decided to pull out the guiding catheter and the guide wire together and was able to remove the complete guide wire. Outside of the anatomy it was noted that the coils had separated from the core. Another bmw was used to successfully complete the procedure. There were no adverse patient effects in the procedure and no clinically significant delay. No additional information was provided.

Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a non-calcified circumflex lesion. The unspecified balance middleweight guide wire was inserted through a guiding catheter. No force was applied. During fluoroscopy, the tip looked strange to the physician as the wire was attempted to be repositioned, the shaft moved [but the tip stayed stationary and got less and less visible (thinner and thinner)], so it was decided to pull out the guiding catheter and the guide wire together and was able to remove the complete guide wire. Outside of the anatomy it was noted that the coils had separated from the core. Another bmw was used to successfully complete the procedure. There were no adverse patient effects in the procedure and no clinically significant delay. No additional information was provided.